Event description:
Patient was recently seen for routine annual follow-up of her loose femoral component status post left total hip arthroplasty performed. The patient states she was doing fine when she was seen; however, since then she has had an increase in her pain. Her pain is located in the groin and inner thigh as well as on the lateral aspect of her left hip. She is using her walker to assist with the ambulation. She states she is now having enough difficulty that she wants to pursue revision surgery. She denies any specific injury or trauma.